Event description:
Ivf from primary bag back-flowed into the secondary antibiotic bag. Manufacturer response for IV secondary tubing, bd secondary set (per site reporter) equipment failure reported [date and name redacted] at bd customer service. Complaint # [complaint number redacted]. Defective equipment returned to bd via fed ex on [date redacted], trk# [tracking number redacted].